Event description:
There were multiple return pressure alarms. We were able to flush and withdraw easily from both lumens. We switched to the red lumen which was the return line and the blue lumen was the collect line. We continued to have return pressure alarms. The practitioner noticed recirculation and switched to single needle mode(snm). The return pressure alarms continued. Therakos was notified. They instructed us to perform a saline bolus into the receptacle two times with no resolution. The treatment was aborted. There was an estimated blood loss less than 50ml. Patient remained stable with no complaints. We reprimed the machine with a different cellex instrument and a new disposable kit. A double needle mode(dnm) was used. The red lumen was the collect line. The blue lumen was the return line. Recirculation was noted immediately. We then switched to snm. The red lumen was the collect and return line. There were multiple return pressure alarms. We then switched to a peripheral IV. Multiple red cell pump alarms occurred. We were able to proceed and a successful treatment was completed. Patient remained stable throughout treatment. We are awaiting a response from the MFR.